Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "surgeons must review training materials prior to implanting the c2a-taper acetabular system." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00140 & 00141).

Event description:
It was reported that patient underwent a total hip arthroplasty utilizing screws on (B)(6) 2012. During the procedure, the head of a 30mm screw fractured as it was being seated into the acetabular cup. The surgeon was not able to retrieve the fractured piece from under the cup and it remains in the patient. A 25mm screw was attempted multiple times in another hole; an additional hole had to be drilled in order to fully seat the screw in the acetabular cup.